Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify opening sharp in the radius side. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on radius assessed as to an unidentified (tear) opening.

Event description:
Device has been explanted.